Event description:
The pt swallowed pen cap. While in or for retrieval of it from the pt's lung, end of the instrument snapped off and lodged in pt's other lung. Pen cap was retrieved; pt on ventilator with pneumonia. After several tries, instrument piece was removed in 5/03. Pt required additional procedures to remove. Final outcome as yet unk.